Manufacturer narrative:
After battery installation unit gave an unexpected flashing white and grey lines, problem isolated to electrical board. Unable to perform displacement and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer that there were lines on the insulin pump and had a lot of colors. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.